Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; white particles in shell. Weight measurement of the device identified device weight was within specification. A micro analysis identified device was intact and functional. Based on the device analysis the final assessment was device assessed as intact and functional.

Event description:
Additionally, healthcare professional reported "implant malposition." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.